Manufacturer narrative:
A ge representative evaluated the system and determined the hard drive was probably at fault. No conclusion can be drawn as repair information is not available.

Event description:
It was reported that the system wasn't saving images to the hard drive, which may result in data loss. There is no report of patient injury or death.